Manufacturer narrative:
The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with cracked battery tube threads, reservoir tube lip and retainer. Pump received with scratched case. Pump received with broken belt clip plate weld. Pump received with pillowing keypad overlay. Pump received with serial number label missing. For (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump had cracking down the back of the case and at the battery cap region, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Last, the retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that physical damage on the body of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.